Event description:
During the procedure, the physician was using a wilson-cook esd flexible endoscopic suturing device (mfg by lsi solutions). During recovery from general anesthesia, the pt reported chest discomfort. A small perforation of the esophagus was reportedly found during a follow-up examination by x-ray contrast study. The wilson-cook report stated pt was referred to surgery, where the perforation was reportedly repaired laparoscopically. The perforation of the esophagus apparently healed well and no further problems were reported. After further review of the procedure video by the initial reporter, he concluded that the perforation most likely occurred when the flexible sew-right device was advanced into the esophagus. The endoscope was located at the distal end of the esophagus at the time of the event. When resistance was met during sew-right device advancement, the user apparently continued forward advancement of the sew-right device, causing the sew-right device to exit the distal end of the external accessory channel forcefully enough to disrupt the wall of the esophagus. It was stated that the endoscope was angled because the pt's esophagus was angled more than normal. The pt's esophagus tissue was described as extremely fragile where the perforation occurred.